Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: optipc-s 40 refobn plus bone cement, part number: 4720502083-1, lot number: a413a18700. Persona femur cemented posterior stabilized standard right size 11, part number: 42500607002, lot number: 63047091. Persona tibia cemented 5 degree stemmed right size h, part number: 42532008302, lot number: 63022037. The following sections could not be completed with the limited information provided.

Event description:
It has been reported that following a total knee arthroplasty, the patient underwent an articular surface revision due to infection.